Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Retained product evaluation: visual inspection on retained products was performed. The solution was clear and colorless. All components were included in the product, without defects. Functional test was performed without a malfunction. Chemical and microbiological tests were performed on the retain samples and the results were within product quality specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a considerable inflammation occurred in a male patient, the day after a successful cataract surgery. Additional information was received and it was learnt that the patient received additional medical care like celestène injections and oral antibiotic (tavanic). The patient was reported being good but there was fibrin debris on the lens. Two types of healon were used, therefore 2 mdrs will be filed. This report is for the healon 0.55. The same incident occurred to another surgeon (in the same hospital) where the only common point was the viscoelastic healon lot numbers used.